Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a sudden loss of momentum of the fenestrated bipolar forceps instrument, complete rupture of the instrument tip and off-axis dislocation was detected. It was necessary to remove the instrument and the port together because it got stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The first check is after the washing process before sterilization, the next check before actual use after unpacking by the nurse, no damage was found. It was confirmed that the sentence ¿there was a sudden loss of momentum of the instrument¿ was meaning that the instrument stopped moving: the instrument stopped working due to the tube and tip of the instrument being broken but the rods remained intact. The tip did not detach, the rods remained taut and intact, but the instrument broke at the transition of the metal part and the black tube and remained non-functional. There was an inspection by a physician after the defect was discovered." Instrument and cannula were removed together because the broken instrument tube could not pull the instrument into the cannula and had to be pulled together. The procedure was prolonged by approximately 10 minutes due to this issue: removal of portus tool and replacement with another cannula. The port incision was not increased in order to remove the instrument and cannula together, it was not necessary to enlarge the cannula incision, the instrument and cannula went out through the original cannula port at the same time. The instrument did not collide with any other instrument or tool during procedure, the surgeon is not aware of this.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.179¿ x 0.228¿ was not returned with the instrument. The complaint was confirmed by failure analysis.